Event description:
The customer reported that the cuff deflated slowly after 24 hours of utilization. The pt was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.